Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. A 6fr angioseal device was returned for evaluation. Visual inspection found blood like substance present on the unmated hemostatic sheath and arteriotomy locator consistent with usage of the device. Microscopic analysis of these returned components identified flash along the junction where the arteriotomy locator tubing meets the with arteriotomy locator hub. The flash was located only on the anterior side of the arteriotomy locator. The hemostatic sheath was then examined for any anomalies; no anomalies were found. For functional testing, the arteriotomy locator was inserted into the hemostatic sheath and then withdrawn. Upon inserting the locator a tactile and audible click were felt and heard, respectively. There was notable resistance to co axial tensile force attempting to remove the arteriotomy locator from the hemostatic sheath. The resistance experienced was typical however, as soon as any acentric force was applied the arteriotomy locator slide out easily. The flash observed at the junction of the arteriotomy locator tubing and hub may have contributed to the reported event. However, functional testing found no issues that affected the functionality during testing. The complaint was confirmed based on the presence of the flash that was observed. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found one other report with the involved product code/lot# combination. The same user facility reported similar event for other devices with the same product code . See mdrs 3013394970-2017-00186, 3013394970-2017-00187 and 3013394970-2017-00188 and 3013394970-2017-00189. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the angio-seal device failed to click in place. The following information was provided by the user facility: the device was not used on the patient, found pre-treatment. Another device was used to achieve hemostasis.